Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation: upon visual inspection of the pictures, it was observed that the implant was rupture in a bottles. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% visual inspected prior to release. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 26 2020, additional information was received indicating the replacement devices were mentor memorygel breast implants 360cc, catalog number 3507360mc, serial number (B)(6) (r) and serial number (B)(6) (l). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with mentor memorygel breast implants 450cc and experienced bilateral rupture. Ruptures were confirmed via ultrasound. As a result, the patient underwent removal on (B)(6) 2020. This report is for the left breast prosthesis.